Event description:
It was reported that the 9800 system lost images when trying to save to pacs following a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The object directory was found to be corrupt. The software was reloaded during the service call. The system was tested and found to be working as intended and put back into service.